Event description:
It was reported when the device was used during a low anterior resection, it fired malformed staples. The tissue was excised and re-anastomosed using the hand-sewn purse string technique and the circular stapler. There was no further consequence to the patient.